Manufacturer narrative:
A specific root cause could not be identified however a misaligned probe was a possible cause. After the had customer experienced further issues with analyzer alarms, the field service representative checked the analyzer again and found a probe was misaligned. He aligned the probe and ran checks with no errors.

Event description:
The customer received questionable troponin t stat results for an unknown number of patient samples. Data was provided for one patient as an example. The initial result was 0.03 ng/ml and was reported outside the laboratory. The sample was repeated on (B)(6) 2015 and the result was 0.01 ng/ml with a data flag. This result was believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The field service representative was unable to determine a cause. He performed preventive maintenance and ran diagnostic checks with no errors. Performance testing was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
Additional information was provided that the reagent lot number was 178050.